Manufacturer narrative:
The insulin pump had a button error alarm due to moisture on the keypad trace. (B)(4).

Event description:
Customer's mother reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised during a bolus attempt they received the button error alarm. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.